Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was reported that the insulation of the right ventricular (rv) lead was twisted like a coil, resulting in high pacing impedance and the capture threshold could not be confirmed. The rv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.